Event description:
It was reported this basket became lodged on a very large stone during a stone retrieval procedure. During withdrawal of the basket and encapsulated stone, the basket detached from the catheter shaft and remained in the pt. Unsuccessful retrieval of the basket with graspers followed. The following day, the pt underwent a ureteronephrectomy along with removal of the basket. The device was rec'd, evaluated and retained by this MFR. The engineering evaluation revealed the basket had broken off at the splice joint approximately 2cm from where the basket base cannula would be located. Approximately 2mm of the 5mm splice joint cannula remained on the working lenght cable. Solder was visible on the remaining section of the splice joint. It appears the device splice joint may have been exposed to forces greater than what the design permits. Co's follow up indicated this pt had a poor kidney prior to this stone retrieval procedure, however, the procedure was still performed. The basket is not being blamed for this incident and a nephrectomy had been a prior consideration. Therefore, co believes the size of the stone as well as the pt's prior condition rather than the product were contributing factors to this event. Co's directions for use state: "the complications which may result from the use of a basket in a procedure include: entrapement of calculi too large to be removed...inability to disengage from irretrievable stone... To avoid stone impaction, use fluoroscopy or x-ray to determine the size of the stone. Do not use the basket if stone is too large to be removed endoscopically or held in the basket...if resistance is encountered while attempting to withdraw the basket into the sheath or the sheath through the scope. Do not exert excesive force."